Event description:
Hi, I would like to inquire with FDA regarding a widespread issue with happiest baby, inc.'s snoo baby crib product (FDA approved). Issue: the snoo smart sleeper bassinet malfunctioning and frequently shuts off unexpectedly during use, disrupting infant sleep and potentially being a safety issue. This issue is reported across multiple reddit posts on (B)(6), indicating a widespread problem. Happiest baby does not acknowledge this is a widespread issue, provided only extremely basic troubleshooting advice, did not provide technical advice or a repair solution, and has otherwise failed to assist with troubleshooting the device. Details: symptoms: the snoo stops rocking and enters standby mode within minutes of starting (e.g., 1¿40 minutes). The app may incorrectly show the unit as active or display a brief "clips not engaged" message, despite clips being secure. Restarting the unit is possible, but the issue recurs, sometimes multiple times per night. Frequency: reports document near-nightly shutoffs, with one user logging 12 instances over 17 nights. Multiple users confirm identical issues, with some experiencing shutoffs consistently at similar times. Impact: the unexpected shutoffs wake infants during sleep cycles, leading to parental sleep deprivation, stress, and, in one case, exacerbating postpartum recovery challenges. Users describe the snoo as a critical sleep aid, and its unreliability undermines its premium price (B)(6). Attempted fixes: cleaning safety clips with a credit card or compressed air, as advised by customer service, often fails to resolve the issue. Unplugging/replugging the unit or rebooting provides no consistent fix. Wi-fi troubleshooting (e.g., updating routers, disabling wi-fi) yields mixed results, with one user reporting success by turning off wi-fi. Some users identify faulty clip sensor wiring, suggesting thin wires break due to repeated flexing during rocking. A workaround involves shorting the sensor connector to bypass the safety feature, though this requires technical skill and negates safety mechanisms. Happiest baby customer service acknowledges the issue as "known" in some cases, offering replacements only for units under warranty. Out-of-warranty users are often left without solutions. Community evidence: reddit threads from 2020¿2025 (e.g., posts by (B)(6)) detail identical shutoff issues, with dozens of users confirming replacements, temporary fixes, or persistent problems. A third-party repair kit (B)(6) has emerged to address clip wiring issues, indicating a recognized design flaw. FDA inquiry: this widespread issue warrants investigation due to the snoo's high cost, marketed reliability, and critical role in infant sleep safety. The problem appears linked to defective clip sensors or wiring, potentially a design or manufacturing flaw, as replacements sometimes resolve it. FDA could: 1. Investigate the prevalence of shutoff issues. 2. Evaluate whether the snoo's safety clip system or wiring durability meets reliability standards for a premium infant product that is FDA approved. 3. Assess happiest baby's response to out-of-warranty complaints and the adequacy of their solutions. 4. Consider safety implications of user workarounds (e.g., bypassing sensors) and no official affordable repair options.